Event description:
The customer reported that the insulin alarmed compromised force sensor system. Customer stated that he got the alarm and the insulin pump reset itself so he rewind it and went through the same process and got compromised force sensor system alarm. Troubleshooting was done. Customer's blood glucose was 200 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a motor with a high idle current draw. The displacement test and prime tests could not be completed due to the alarms during the displacement test. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.